Event description:
The patient presented in clinic due to chest pain. Diagnostic imaging was performed and revealed a cardiac perforation caused by the right ventricular (rv) lead. The rv lead and device were explanted to resolve the event. The patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece due to cardiac perforation. The measured full helix extension was within specification. The tip stiffness test was performed and all results were within specifications. Visual and x-ray inspection of the lead did not find any anomalies.